Manufacturer narrative:
Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube was missing and were not returned. The main tube was separated from the proximal clevis. The distal tip was returned. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was also found to have a broken pitch cable at the distal end. The crimp is not visible due to the design of the instrument. There was no material missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon identified a "foreign body" on the lung tissue. Upon further inspection, the tip-up fenestrated grasper instrument wrist was found broken, and a small fragment of the shaft was broken off and was retrieved. Upon further visualization, it was confirmed that there were no other fragments. It was further reported that due to the instrument wrist being broken, the instrument had to be removed with the cannula. The procedure was completed using another instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse manager confirmed that the instrument was inspected prior to use. Nothing was identified to be out of the ordinary. The instrument was in use 15 minutes prior to the issue. The surgeon did not notice any damage to the cannula after the event occurred. The fragments were retrieved with another instrument. The alleged fragment was confirmed by x-ray.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.